Event description:
The pt reported that she had experienced elevated blood sugars due to a leakage in the infusion set. The pt stated that the set was leaking at the tubing/hub, where it connects to the syringe. When changing out the set, the pt noticed that the other set was also leaking. The pt gave herself a manual injection to bring down her blood glucose.